Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 450 mg/dl and the sensor glucose was 41 mg/dl. Customer other relevant sensor glucose value was 40 mg/dl and blood glucose value was 170 mg/dl. The customer treated with insulin pump for high blood glucose. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 41 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned and sensor will not be returned for analysis.